Event description:
Used the alere inratio monitoring machine and test strip to measure inr and it was reporting a low result and I increased my daily intake of coumadin. Negative impacts were too much warfarin, inadvertent excessive bleeding and significant bleeding. Followed by blood in both eyes via retinal tear and vision that is still not back to normal.